Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, it was reported that the patient¿s sensor went ¿bad¿ but no further details were provided. There was no information provided on any error messages the patient may have received, or how the cgm was behaving prior to going ¿bad¿. At an unspecified time later, the patient passed out and was taken to the hospital. It was not specified if the patient had a high or low bg level during this event. No information was provided regarding the patient¿s medication or treatment. It was noted the patient had clinical depression and was being monitored for a possible dementia diagnosis; therefore, the patient doesn¿t remember any further event details. The reporter was also not with the patient during the event and could not assist with any further details. The reporter ended up intentionally disconnecting the call with dexcom. Attempts to reach the reporter back were unsuccessful. The patient was still in the hospital at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. On 07/11/2025, it was reported that the patient's sensor went "bad" but no further details were provided. There was no information provided on any error messages the patient may have received, or how the cgm was behaving prior to going "bad". At an unspecified time later, the patient passed out and was taken to the hospital. It was not specified if the patient had a high or low bg level during this event. No information was provided regarding the patient's medication or treatment. It was noted the patient had clinical depression and was being monitored for a possible dementia diagnosis; therefore, the patient doesn't remember any further event details. The reporter was also not with the patient during the event and could not assist with any further details. The reporter ended up intentionally disconnecting the call with dexcom. Attempts to reach the reporter back were unsuccessful. The patient was still in the hospital at the time of report. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.